Event description:
It was reported that during an implant attempt, the right ventricular (rv) lead dislodged and it was unable to be advanced during repositioning. The lead was removed by "pulling with a lot of force" and it appeared to have stretched due to the patient's very tight clavicular space. Coil separation was noted and the lead was much longer than the original length. Another rv lead was implanted. It was additionally reported that the right atrial (ra) lead had also dislodged and it was unable to be advanced due to presumed tight clavicular space. Upon removal, blood ingress was noted and the lead appeared to have a cut in it, suspected to have come from a second set of sticks when the lead was already placed. Another ra lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the full lead was returned and analyzed; analysis revealed the lead was stretched. All conductors were stretched and the inner insulation was kinked/buckled and torn. There was blood in/on the helix mechanism and the lead was damaged at implant. (B)(4): the full lead was returned and analyzed; analysis revealed the outer insulation had a breached cut. There was blood/body fluid (not obstructed) on the proximal conductor. There was blood in/on the helix mechanism and the lead was damaged at implant.